Manufacturer narrative:
This incident is related to 1020279-2012-00579.

Event description:
It was reported that a revision surgery was performed. Initial sleeve, neck, and head implants were removed (B)(6) 2012 due to patient developing alval symptoms. The physician decided to perform additional surgery to remove the original stem.